Event description:
The customer reported a leak described as a few drops of fluid from an unknown source below vc15 of the coulter lh 780 hematology analyzer; the leak was contained within the instrument. The customer also recovered retic incompletes while running controls. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) confirmed the leak from a crack at the bottom of vc15 (sheath tank). The fse replaced vc15 resolving the leak. He verified the instrument with no further leaks observed; however retic incompletes were still being recovered on the instrument. The fse replaced worn red stripped tubing at pm6 (retic clearing solution pump) resolving the issue. (B)(4).